Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure the patient has an unexpected outcome of two diopters of cylinder in the postoperative manifest refraction. The lens is also off axis. There is no planned lens exchange. Additional information has been requested.